Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, g2, g3, g6, h1, h2 and h6. Section h6: health effect clinical code: code 4440 was used for 'thrombosis, possible thrombophlebitis, and deep vein thrombosis. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: filter was eroding through the inferior vena cava (ivc) wall and fractured prong was perforating the ivc and into the duodenum. The indication for the filter placement and procedural details have not been provided. According to the medical records, approximately thirteen years and four months post implant a computed tomography (CT) scan was done for complaints of abdominal pain, back pain, and suspected broken ivc filter. Results of the scan noted that the filter appeared to be eroding through the ivc wall, an anterior fractured prong protruded out of the ivc lumen into the posterior aspect of the duodenum concerning for perforation. There was dilation of the ivc caudal to the filter, concerning for extensive thrombosis, diffuse retroperitoneal soft tissue fat stranding inferior to the ivc filter and surrounding dilated ivc and bilateral common iliac veins. Findings could be due to chronic thrombophlebitis. Three days later the patient was scheduled to undergo ivc filter removal but signed out of the facility against medical advice and went to another facility. A CT venogram of the abdomen and pelvis was performed to evaluate the filter for possible injury to the duodenum and eroding ivc. Results of the scan noted there was an ivc filter which appeared to extend through the wall of the ivc with a fractured prong which protrudes out of the ivc lumen into the posterior aspect of the duodenum, there was no free air or extraluminal contrast to indicate perforation of the duodenum. There was presumed thrombus through the ivc and iliac veins caudal to the filter; this was not definitive without contrast material. There was extensive stranding in the retroperitoneal fat predominately adjacent to the venous structures, this could represent edema due to thrombus or inflammatory changes secondary to thrombus. A lower extremity venous duplex report noted acute right and left distal external iliac, common femoral, femoral, profunda femoral, popliteal, gastrocnemius, posterior tibial, peroneal and soleal deep vein thrombosis (dvt). Acute right and left superficial proximal thigh great saphenous vein thrombosis and chronic right superficial small saphenous vein thrombosis were also noted. On this same date bilateral femoral, common femoral, ivc, venography, and pharmacomechanical and ivc catheter directed thrombolysis was performed under general anesthesia. The procedures were deemed successful in the postprocedural impressions notes. The next day a follow up diagnostic venography, thrombolysis, venoplasty and venous stent placement were performed. Results noted persistent severe acute and chronic thrombosis of the iliofemoral veins and infrafilter ivc with minimal distal outflow and a relative lack of collateral veins. A balloon push thrombectomy was performed bilaterally from the sheath to the ivc filter with 5-french fogarty balloons. This was followed by bilateral angiojet thrombectomy from the popliteal sheaths to the ivc. A follow up venography demonstrated slight improvement in venous outflow with residual severe thrombosis of the common iliac veins and infrafilter ivc. As such, bilateral 14mm x 140mm venovo stents were placed simultaneously across the ivc filter with simultaneous 14mm balloon angioplasty at the level of the filter. A 10mm balloon venoplasty was performed of the bilateral femoral veins. A 14mm balloon angioplasty of the non-stented bilateral iliac veins was performed. Bilateral follow up venography demonstrated patency of the stents with luminal restoration of the iliocaval veins with significantly improved outflow and in the caliber of the femoral vein lumens with mild to moderate residual chronic thrombus greater on the left. There were no immediate complications. Two days later a bilateral upper extremity venous duplex ultrasound was performed for complaints of upper extremity pain and swelling. Results showed no evidence of deep or superficial thrombosis. Approximately thirteen years, six months, and two weeks post implant a CT venogram was performed as follow up to the previous thrombectomy and stenting procedures. Results noted no evidence of bilateral iliac vein thrombosis, the ivc filter was tilted slightly to the right and the fractured prong of the ivc filter was unchanged in position, abutting the posterior wall of the duodenum, without evidence of duodenal perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues, or comorbidities. Standard hospital procedures such as intravenous therapy may have contributed to the reported upper arm swelling. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information was received per medical records and radiology imaging reports. Approximately thirteen years and four months after the index procedure a computed tomography (CT) scan was done for complaints of abdominal pain, back pain, and suspected broken inferior vena cava (ivc) filter. The filter appeared to be eroding through the ivc wall, an anterior fractured prong protruded out of the ivc lumen into the posterior aspect of the duodenum concerning for perforation. There was dilation of the ivc caudal to the filter, concerning for extensive thrombosis. There was diffuse retroperitoneal soft tissue fat stranding inferior to the ivc filter and surrounding dilated ivc and bilateral common iliac veins. Findings could be due to chronic thrombophlebitis. A tiny fat containing umbilical hernia was also noted. Three days later the patient was scheduled to undergo ivc filter removal but signed out of the facility against medical advice and transferred to another facility. A CT venogram of the abdomen and pelvis was performed to evaluate the filter for possible injury to the duodenum and eroding ivc. Results of the scan noted there was an ivc filter which appeared to extend through the wall of the ivc with a fractured prong which protrudes out of the ivc lumen into the posterior aspect of the duodenum, there was no free air or extraluminal contrast to indicate perforation of the duodenum. There was presumed thrombus through the ivc and iliac veins caudal to the filter; this was not definitive without contrast material. There was extensive stranding in the retroperitoneal fat predominately adjacent to the venous structures, this could represent edema due to thrombus or inflammatory changes secondary to thrombus. A lower extremity venous duplex report noted acute right and left distal external iliac, common femoral, femoral, profunda femoral, popliteal, gastrocnemius, posterior tibial, peroneal and soleal deep vein thrombosis (dvt). Acute right and left superficial proximal thigh great saphenous vein thrombosis and chronic right superficial small saphenous vein thrombosis were also noted. On this same date bilateral femoral, common femoral, ivc, venography, and pharmacomechanical and ivc catheter directed thrombolysis was performed under general anesthesia. The procedures were deemed successful in the postprocedural impressions notes. The next day a follow up diagnostic venography, thrombolysis, venoplasty and venous stent placement were performed. Results noted persistent severe acute and chronic thrombosis of the iliofemoral veins and infrafilter ivc with minimal distal outflow and a relative lack of collateral veins. A balloon push thrombectomy was performed bilaterally from the sheath to the ivc filter with 5-french fogarty balloons. This was followed by bilateral angiojet thrombectomy from the popliteal sheaths to the ivc. A follow up venography demonstrated slight improvement in venous outflow with residual severe thrombosis of the common iliac veins and infrafilter ivc. Bilateral 14mm x 140mm venovo stents were placed simultaneously across the ivc filter with simultaneous 14mm balloon angioplasty at the level of the filter. A 10mm balloon venoplasty was performed of the bilateral femoral veins. A 14mm balloon angioplasty of the non-stented bilateral iliac veins was performed. Bilateral follow up venography demonstrated patency of the stents with luminal restoration of the iliocaval veins with significantly improved outflow and in the caliber of the femoral vein lumens with mild to moderate residual chronic thrombus greater on the left. There were no immediate complications. Two days later a bilateral upper extremity venous duplex ultrasound was performed for complaints of upper extremity pain and swelling. Results showed no evidence of deep or superficial thrombosis. Approximately thirteen years, six months, and two weeks after the index procedure a CT venogram was performed as follow up to the previous thrombectomy and stenting procedures. Results noted no evidence of bilateral iliac vein thrombosis, the ivc filter was tilted slightly to the right and the fractured prong of the ivc filter was unchanged in position, abutting the posterior wall of the duodenum, without evidence of duodenal perforation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter was eroding through the inferior vena cava (ivc) wall and fractured prong was perforating the ivc and into the duodenum. This information was revealed by a computed tomography (CT) scan of the patient's abdomen done thirteen years and four months after the index procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.